Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to competitive atrial pacing. Programming changes were recommended. No patient symptoms or intervention was reported.